Event description:
It was reported the patient will have their scs ipg replaced because the ipg was inoperable due to the patient not charging as instructed. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the ipg was replaced to address the issue.